Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to bad cable unit connector, deep scratches. A device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the autoclavable camera head image does not appear (no image) the image is black. It is unknown when this occurred or if it involved a procedure. A request for additional information is in progress. There was no report of patient harm. Update: the field was updated with the information available on the inq-09479, which is a duplicate of this inquiry. (Lm, 495719, 25-apr-2024).